Event description:
It was reported from the patient that in 2007 he was showing signs of pain and cracking in his neck. Patient could no longer work due pain issues. Patient went to the va hospital in 2007 with these symptoms and he was found to have a bulging disk and arthritis at c5-6 level. Surgery was performed on (B)(6) 2009 using the prodisc disk replacement at c3-4 level. Postoperatively patient continued to have pain issues. This report is for an unknown prodisc c . His is report number 1 of 4 for (B)(4).

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown prodisc c. Date of event: unknown date. Implant date: (B)(6) 2009. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. UDI # unknown part number, UDI is unavailable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.